Event description:
A malfunction was reported on the pump with a malfunction code identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in successfully resetting it, and advised that the customer could continue using the pump. The caller was instructed to contact support again if the malfunction recurred, which it did not after resetting.